Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. Internal eval of the pump found that the customer had replaced the I/o printed circuit board (pcb) and processor pcb. Review of the device history records for the device shows both the I/o pcb and processor pcb belong to device serial number (B)(4). This is an indication that the pcb's were not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited". The device could not be repaired and has been removed from service.